Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to laparoscopic sigmoidectomy procedure, when checking the closing and opening of the jaws, it was found that the jaws could be closed but could not be opened. A new reload package was opened, connected it to the handle and the device was used with no problem.there was no patient involvement.